Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported a unknown side infection. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified; fluid (431.03 gm). Leak test and microscopic analysis was performed which identified; striated opening on anterior. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a unknown side infection. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further investigation results: with the information collected during the investigation, there was enough evidence to support that the device was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run was not related to any additional complaint infection record reported at time of investigation. During the trend review of all infection complaints for tissue expanders for the period of (B)(6) 2018 through (B)(6) 2020, two outliers were noted in (B)(6) 2018 and (B)(6) 2019. An additional analysis was performed to determine any pattern or any similarities relation between records involved. It was found that a sealer was involved in more than one occasion, however, calibrations, maintenance and validations of the equipment involved were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in current month were reviewed and no issues were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, no corrective action is deemed necessary at time of investigation. Additional, corrected and/or changed data: d.4., h.4.

Event description:
Healthcare professional reported an unknown side infection. Device was explanted.